Event description:
It is reported patient presented clinical symptoms of phlebitis with the per-q-cath 2fr. Patient presented phlebitis twice, using two different catheters.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of revc1206 showed three other similar product complaint(s) from this lot number.